Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that hemolysis and kidney failure were noted during impella support. As a result, haptoglobin was administered. It was noted that the decrease in renal function was deemed related to hemolysis. The patient did require escalation due to kidney failure. Access site bleed was also reported. As a result, hand pressure hemostasis was performed and blood products were administered, amount unknown. No further information was provided.